Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was 150 mg/dl. No significant events leading to the alarm were observed. The customer stated that it was possible that the insulin pump was exposed to a magnetic field because she works at a hospital. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a slightly loose drive support disk. The motor was tested outside of the device and it passed. The pump also had a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.